Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation for use in a procedure, the customer lost image on secondary monitor. This happened in-between patients so no patient in the room at the time and able to move rooms, however, this caused a delay over 15 minutes but less than 30 minutes. Though a delay was reported, this event did not involve patient, as indicated by the customer, thus no patient injury. Follow-up indicated that this was user error that required the channel to be changed on the monitor, no field service report as the customer had resolved the issue themselves. There is no evidence that the patient developed a permanent disability or permanent damage that caused substantial disruption in their ability to conduct normal life functions, and that additional medical or surgical intervention was required to preclude permanent impairment of a body function or damage to a body structure that is associated with the use of the olympus device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the cause is presumed to be that the secondary monitor is not set properly. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported that during preparation for the procedure, the secondary monitor lost the image. This happened in-between patients, so no patient was in the room at the time; however, this did cause a delay over 15 minutes but less than 30 minutes. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event. Subsequently, the customer reported that this was a user error and just required the channel to be changed on the monitor. No field service report, as the customer had resolved the issue themselves.